Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported during a second system implant procedure it was noted that the previously implanted cervical lead was damaged. It is inconclusive if the lead was either previously damaged or during the procedure. As such, the lead was explanted and replaced with a new lead. Reportedly, effective therapy was restored post operatively.